Event description:
It was reported that during a laparoscopy, the light source failed completed. After a few minutes they were able to restart the light source. Allegedly, there was a delay of approximately 30 minutes and additional anesthesia was administered. Furthermore, the laparoscopy was cancelled until personnel were able to utilize another device.

Manufacturer narrative:
Additional info will be provided, once the investigation is completed.